Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was starting to rewarm but noted an alert 113 (reduced water temp control) in an arctic sun device. Flow rate (fr) was 0.5lpm. Explained flow rate (fr) was likely causing 113 alerts. Need to get flow rate (fr) up to 1lpm. Guided to diagnostics showed that the system hours were 2750, pump hours were 2641, adjusted tubing and restarted therapy. Nurse noted the tubing appears flattened. Lot number was ngkt2574. Disconnected this pad and connected a new one. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, flow rate (fr) was initially 0.9lpm, but dropped to 0.3lpm. Adjusted tubing and moved pad connectors to different ports, but flow rate (fr) would not increase. Added a second pad off to the side and flow rate (fr) was increased to 2lpm. They placed me on speaker and moved baby to new pad and removed old pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.